Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about the following dates: (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011, and subsequently expired after use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products.